Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 symptomatic consumer. The consumer communicated that they received a negative result followed by a positive result with another quickvue otc test the same day. No confirmatory testing had been completed.